Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6); however, it was later reported that the patient had issues related to bleeding in (B)(6) 2019 (refer to MFR. Report number 2916596-2019-00310) and (B)(6) of 2019 (refer to MFR. Report number 2916596-2019-01343). The heartmate 3 lvas IFU lists bleeding as an adverse that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the subject was admitted with nausea and vomiting due to intestinal bacteria overgrowth. The patient was found to be anemic and was administered one unit of packed red blood cells. There were no endoscopies performed to assess for bleeding or other causes of anemia. The patient had a CT scan performed for complaints of nausea, vomiting & abdominal pain which showed possible bacteria overgrowth and a good amount of stool in bowel. The patient also had an upper fluoroscopy gi series which was normal. Symptoms of nausea, vomiting, abdominal pain & constipation were treated with intravenous fluids, antiemetics & suppositories.